Event description:
Note: this manufacturer report pertains to second of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 21, 2018 that two flexiva 200 laser fibers were used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noted that both fibers broke during use. Reportedly, the physician was burned in a minor way by the first fiber. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. A flexiva 200 laser fiber was returned broken in three pieces. The first piece measured approximately 188.9 cm from the top of the connector to the break. The second piece measured approximately 19.2 cm from the break to the break and kinks were noted. The third piece measured approximately 120.7 cm from the break to the tip. Exposed glass portion of the distal tip measured approximately 2.5 mm and was consistent with a fracture. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling during the procedure. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to second of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that both fibers broke during use. Reportedly, the physician was burned in a minor way by the first fiber. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.